Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Despite these issues, there was no adverse impact on the customer's blood glucose level. The customer changed the infusion set and cartridge to address the problem. The customer continued using the current pump.